Manufacturer narrative:
D10 concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler (lot#p4e0940). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while firing, first lot of staples were perfectly formed and fell into cavity. Then the tissue that was being stapled had a number of staples in the tissue all malformed. The stapler was initially able to cut the tissue, then the cutting stopped as the tissue was being pushed and is bunching up towards the distal end. Another device was used to resolve the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired to between the 2cm and 3cm cut line. The reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into the subject instrument. The interlock was overridden, the reload was applied to test media. All remaining staples were placed and test media was transected. The reload interlock was tested and found to function properly. It was reported that the tissue was bunching during blade advancement, the instrument was partially cut and the staples did not form properly. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the component was disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.